Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Physio-control was performing preventative maintenance on a customer's device and observed the device would not power on. If the on/off button is held down something appears on the screen, however the unit does not fully power on or complete the boot up process. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's system pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
Physio-control was performing preventative maintenance on a customer's device and observed the device would not power on. If the on/off button is held down something appears on the screen, however the unit does not fully power on or complete the boot up process. There was no patient use associated with the reported event.